Event description:
It was reported that balloon deflation issue occurred. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon was not deflating. The procedure was completed via alternative method. No patient complications were reported.